Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported by the attorney, through the filing of a lawsuit, that the plaintiff underwent a left total hip replacement on (B)(6) 2014. It is further alleged that the plaintiff began to experience discomfort a period of time after the implantation. Plaintiff underwent revision surgery on (B)(6) 2018. During that surgery, it was discovered that "the acetabular liner and 2 screws within the cup were noted to be loose. They were removed without complication..the cup was noted to have no evidence of ingrowth or spot welding."